Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire and torque device were returned for analysis. The core wire and nitinol tubing on the guidewire were observed to be separated on the distal section 13cm from the distal end. The entire guidewire was examined under magnification and there were no signs of stretching up to the section that had been separated. The separated section of the guidewire was slightly bent. From the condition of the guidewire distal nitinol tubing and core wire, it appeared as if the guidewire had been torqued and then separated. The guidewire polytetrafluoroethylene (ptfe) coating had been slightly peeled off on the proximal section 41.5cm from its proximal end. Sections on the proximal end of the wire were also noted to be partially peeled up from the stainless steel corewire. Brass collett markings were visible and appeared as if the torque device had been dragged down the length of the guidewire. No other anomalies were found. From the condition of the peeling it appeared that the torque device had been dragged down the guidewire, indicating that the torque device had not been securely fastened. As the directions for use (dfu) for this product family states, failure to secure the torquer onto the wire can lead to ptfe peeling. Therefore the cause of the peeled coating is considered to be related to the user¿s failure to follow instructions. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
The device fractured at the distal end as it was manipulated inside the patient. The physician was able to safely withdraw the guidewire. Approximately 10 cm of the distal end of the wire was noted to be contained within the microcatheter. There was no clinical consequence to the patient.

Manufacturer narrative:
Additional information was requested and from the responses received it was determined that the patient's anatomy was not tortuous, the aneurysm was classified as a giant and continuous flush was maintained.

Event description:
The device fractured at the distal end as it was manipulated inside the patient. The physician was able to safely withdraw the guidewire. Approximately 10 cm of the distal end of the wire was noted to be contained within the microcatheter. There was no clinical consequence to the patient.